Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with labeling indicating that the device had been filled with fluorouracil and the diluent 0.9% sodium chloride. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed, though the exact conditions of the reported event could not be replicated as they were not provided; the flow rate was found to be within the specification range of the product. The reported problem was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion of an unspecific drug (fill volume unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.